Manufacturer narrative:
Adverse event problem: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to multisystem organ failure. The patient was found unresponsive and was taken to the emergency room. The patient's pupils were fixed and dilated. It was noted that the patient had recent paracentesis. The patient's international normalized ratio was therapeutic three days prior to death. It is unknown if the death was device related. There were no alarms at the time of the unresponsiveness. The device will not be returned.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome 3261. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022 due to multi-system organ failure (msof) and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.